Event description:
Lens replacement because the diopter power of the intraocular lens was mislabeled. The lens was labeled a 25.5 diopter, and through check of inventroy product, it was discovered that the lens was actually a 15.0 diopter.